Manufacturer narrative:
The pod was returned with the cannula assembly fully deployed. No damage was identified on the soft cannula. During the investigation, insulin was observed exiting the tip of the soft cannula. No abnormalities or deficiencies were found with the needle mechanism that could cause high blood glucose levels. The needle mechanism and adhesive pad were observed and no abnormalities were found that could cause problems during wear. The device was checked for any manufacturing deficiencies that could possibly cause skin irritation and nothing was found.

Manufacturer narrative:
The product was not returned for evaluation. Without evaluating the device, we are unable to confirm the reported bent cannula or determine whether it contributed to the reported hyperglycemia. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: cat45e/cat45f 15546-aw rev d 06/2016 checking your blood glucose 7 / page 98 warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
Patient's wife reported that her husband's blood glucose levels (bg) reached 25 mmol/l (450 mg/dl) after wearing the pod between 4 and 24 hours on the abdomen. After removing the pod, the wife stated that the cannula appeared "bent and all out of shape". There was also reported to be swelling at the pod site. To treat the patient's elevated bg levels, correction boluses were delivered. No further information was provided.